Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced rising blood glucose to a peak of 222 mg/dl despite no food intake, after changing to a cannula infusion set on the abdomen overnight; the user suspected possible scar tissue at the site, with no reported cartridge issues, and the model involved was ilet. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.